Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the rep met with the patient on (B)(6) and the patient was given new programming for a, b and c. The rep met with the patient again on (B)(6), and the same process was done. Patient was given new a, b, c for programming. The rep stated the patient went in for imaging on (B)(6) 2019 and was waiting to hear results back. Patient reached out to the rep and stated she believed the issue was stemming from the ins and was a mechanical issue because she did not receive that great relief before. Rep noted that the patient turned amplitude all the way down at night and receives no relief. During the day the patient will turn it all the way up and will get relief but cannot sustain it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the adaptive stim (as) values were not saving position. Patient stayed in position for 1 minute but values were not staying. Manufacturer's representative will meet with the patient next week. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the rep. Rep reiterated same issues and reported that if the patient made changes to their as settings, when they return to that position later, it was not saved and settings were lower than anticipated. Patient used ld settings and the affected positions were upright and laying back. It was reported the patient had 4 programs that she noticed issues with. Patient liked to have her stimulation sub-threshold as patient didn't like the feeling of paresthesia. However patient was noticing some paresthesia with all her positions and patient had decreased how much she used her stim for this reason. Patient stated they decreased their activity level due to turning off her stim because she did not like the feeling. Rep to reprogram as. It was reported that the rep tried previous troubleshooting with no resolution. Rep stated that they reprogrammed patient, completely reset as and everything was showing correct with tablet. Now with the patient controller, the check position screen was showing correction position but number of intensities showing was incorrect. Rep reported when patient stood up they did not feel any different but was on ld programming, just below paresthesia threshold. Rep stated that group a (which was giving the patient issues in the past) still wasn't showing the correct intensities on the controller. Rep stated for lying back, tablet shows 1.5, 1.2, 2.4 and 2.2 ma but the controller was showing 2.5,1.9, 2.1 and 2.2 ma for same group/position. Patient was feeling strong stim. The rep met with the patient yesterday for programming to curtail stimulation fluctuations. Rep gave the patient group b. Patient stated as the day goes on she could feel increase in the in tingling sensation, and when she uses the controller to check stimulation level it was as programmed. Patient felt strong tingling sensation on her back last night and again, controller confirmed settings did not change. Rep then had patient turn group a back on this morning. The following reported: prog1 setting, left leg prog2 right leg prog3 back left prog4 right back -turned up setting high, but had to be over 4 for left back sensation. Patient couldn't keep it high due to uncomfortable sensation. Rep stated patient responded well with evolve programming thus she was going to try that and revisit with the patient to see how therapy was working. The rep reported that for now it appeared that as was working as intended based on yesterday's experience.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Rep reported they attempted some reprogramming and currently her adaptive stim feature was off. Hcp was not contacted about this issue however it discussed that if the issue did not resolve than the patient would schedule an xray.